Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the balloon burst occurred with the percutaneous transluminal angioplasty chocolate 018 and a in. Pact drug coated balloon 018. Both balloon bursts were noted during the procedure for both devices, and neither balloon detached during the event. Both devices were safely removed from the patient, and the procedures were completed using new devices. The patient was not injured, no intervention was required, and no complications have been reported as a result of this event.